Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there was no active error in the station. A technical support specialist verified that the patient was visible on the server and confirmed the correct unit assignment for the station. Multiple attempts were made to contact the facility, and discussions were held with available staff, but no one was aware of the reported issue. The case was closed after customer gave permission. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossed over the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system patient was not crossed over the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.